Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reports that during the reduction and the correction with irons curved of the device, it broke. The surgeon used another device with the same code product to complete the surgery. There is a patient impact. No serious injuries can be occured after the surgery. It is not a revision surgery delay 30 minutes.